Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported receiving an e-10 error message while performing a cartridge change. Caller alleges she previously noticed crystallized insulin around the adapter and it's possible insulin leaked. No adverse event reported. Caller discarded the alleged device; no product will be returned.